Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 274 mg/dl. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to retrieve their pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was assisted with setting basal to 0.00 after programming the replacement pump. No additional information provided.